Manufacturer narrative:
Description of event, corrected data: information inadvertantly not included in initial MDR.

Event description:
A vns patient reported to our consultant that she had an infection a few days after her implant on (B)(6) 2012 and went to the emergency room. To help resolve the issue the patient was given levaquin and an oral anti-biotic. The patient states that she was given levaquin and an oral antibiotic on discharge. She thinks it is clearing up. Their following physician reported that this patient herself states that she has a history of infection with all surgeries, so at this point they do not think it is vns specific. Also, they have no history of other infections in their notes that were forwarded to them. This patient has only seen their present neurologist for a few months. In regards to trauma or manipulation, the patient reports none. No fall or contributory issues and their neurologist states they are unaware of any contributory events. The patient was a no show for follow up at neurology and did not attend a postoperative surgical appointment therefore has not been seen by their following physicians to address this reported event.

Event description:
It was additionally noted that the infection was reported by the patient, but not confirmed by the physicians. There has been no documentation of cultures, ER visits, IV antibiotics, or any other treatment for the infection brought to the neurologist's attention. In addition, the surgeon had no knowledge of the infection as it was never reported to him. The patient missed her follow up appointments with both physicians, therefore neither have any additional information to provide. The neurologist stated that the patient has a history of psychological issues and his office notes indicate that this is "patterned behavior for her". No additional information has been provided.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.